Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found that the faulty print button on the keypad assy - printer/12 lead (small keypad) was interfering with other keypad functions. After replacing the small keypad, the device passed functional and performance inspection and was returned to the customer.

Event description:
Physio-control received a report that "customer states that the buttons on the control panel are not functioning". In this state the device defibrillation therapy may not be available if needed. There was no adverse event reported as the customer reported, "patient never required any electrical therapy thus no likely adverse consequences per report." And "crew was able to change with scroll knob."